Event description:
The report received from the field states that the tip of angioguard retrieval catheter separated from the rest of the catheter as the angioguard was being removed from shuttle sheath. It was resting in the toughey when the physician recognized it. As per the physician, this was a routine cas procedure with a severe non-calcified internal carotid artery (ica) stenosis (95%) that had caused a minor stroke. The patient was not in (B)(4) study. The product was properly inspected and prepped and no anomalies were noted. There was absolutely nothing unusual about the procedure, introduction of the recapture sheath, or recapture of the filter. The filter was removed without any force or resistance. As the physician pulled the retrieval catheter through the toughey, he noticed the filter was not constrained but deployed. After post procedure injections, while exchanging the shuttle for a short sheath, the physician noticed a foreign body in the toughey, which turned out to be the tip of the recovery sheath which recaptures the filter. It was noted that the physician had performed probably over 200 cases with angioguard. No further information available.

Manufacturer narrative:
The report received from the field states that the tip of the angioguard retrieval catheter separated from the rest of the catheter as the angioguard was being removed from shuttle sheath. It was resting in the touhy valve when the physician saw it. Device prepped correctly. This was a routine cas procedure with a severe non-calcified ica stenosis (95%) that had caused a minor stroke. There was absolutely nothing unusual about the procedure, introduction of the recapture sheath, or recapture of the filter. The filter was removed without any force or resistance. As the physician pulled the retrieval catheter through the touhy, he noticed the filter was not constrained but deployed. After post procedure injections, while exchanging the shuttle for a short sheath, the physician noticed a foreign body in the touhy, which turned out to be the tip of the recovery sheath which recaptures the filter. No further information available. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Without the actual product being returned for evaluation the exact cause of the reported separated retrieval catheter tip could not be determined, however, procedural factors and the operational context of the device may have contributed to this event.